Manufacturer narrative:
The exposed portion of the soft cannula was observed to be flattened. During leak testing, no signs of leakage were observed and the fluid was able to freely flow through fluid path and exit via the distal tip of the soft cannula. Despite the damage observed on the exposed portion of the soft cannula, fluid was able to flow through and complete the fluid path. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 300 mg/dl while wearing the pod between 24 and 36 hours.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be flattened. During leak testing, no signs of leakage were observed and the fluid was able to freely flow through fluid path and exit via the distal tip of the soft cannula. Despite the damage observed on the exposed portion of the soft cannula, fluid was able to flow through and complete the fluid path. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 300 mg/dl while wearing the pod between 24 and 36 hours.